Event description:
The covidien customer support engineer (cse) reported that the 840 ventilator had a blank screen. There was no pt involvement. The covidien customer support engineer verified the malfunction and replaced the graphical user interface (gui) cpu pcb. The unit passed extended self-testing.